Manufacturer narrative:
Investigation summary: two photos were provided by the customer for investigation. One photo shows a needle held by a person. There appears to be two white spots on the needle near the tip. The second photo appears to show the same needle held in a different position. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the photos provided it appears that the white spots on the needle were likely epoxy drip over. Epoxy is used in adhering the cannula to the needle hub and is part of the normal production process. Visual inspection of the photos provided by the customer identified that the white foreign matter reported by the customer as epoxy drip over on the needle. An epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula. The epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster. Bd acknowledges that the photos likely has epoxy drip over on the needle. Bd has implemented the following actions in regard to epoxy splatters and drip overs: ¿re-trained operators in regard to inspecting for epoxy drip overs and identify epoxy issues ¿modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles ¿revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regard to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regard to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. As these some of these actions were implemented after the production of this batch no further corrective or preventative actions will be taken.

Event description:
It was reported that foreign matter (white drops) were discovered prior to use with a bd blunt fill needle with filter. The following information was provided by the initial reporter: it was reported that that the ophthalmologist found white drops on the filter needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter (white drops) were discovered prior to use with a bd blunt fill needle with filter. The following information was provided by the initial reporter: it was reported that the ophthalmologist found white drops on the filter needle.